Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00174 on 30-jun-2025. Corrected data (7-jul-2025): in the initial report, in section b5, it was mentioned that the sample was reprocessed on the original atellica im analyzer, however, the sample was reprocessed on an alternate analyzer. Additional information (8-jul-2025): siemens concluded investigation regarding observation of an erroneously elevated high sensitivity troponin I (tnih) result on an atellica im 1300 analyzer. Siemens further evaluated the event and determined that no other patient samples were affected, and the quality control (qc) results remained within acceptable limits. Following the routine troubleshooting intervention mentioned in the initial report, the reported issue was resolved. Based on the available information, the cause of the discordant result was unable to be determined but siemens could not rule out sample handling as the presence of fibrin, red blood cells, or suspended particles may potentially cause inaccurate results. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported an erroneously elevated high sensitivity troponin I (tnih) result was obtained for a patient sample on an atellica im 1300 analyzer. Siemens reviewed the instrument data and determined that while there was no hardware issue impacting the delivery of tnih reagents, there was an issue that was impacting the sample delivery. A siemens customer service engineer (cse) was dispatched to the customer's site to perform a total service visit. During the visit, the cse inspected the instrument's sample probe pressure system and checked for a potential leak where the sample tube connects to the dispense port. The cse identified air in the acid line and the source was traced to a loose fitting at the consumable's bulkhead. The cse then repaired the leak, primed the system to remove the air, and verified system performance, including alignment checks, aspirate/dispense functions at the wash block, reagent probe (rp) fluidics, vacuum/waste system, luminometer data, performed autocheck and quality control (qc) tests which recovered acceptably. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported an erroneously elevated high sensitivity troponin I (tnih) result was obtained for a patient sample on an atellica im 1300 analyzer. The initial elevated result was reported to the physician, who did not question the result. The sample was reprocessed on the original atellica im analyzer and obtained a much lower result. The lower result was considered correct and was issued on the corrected report to the physician. There are no known reports of patient intervention or adverse health consequences due to this event.